Event description:
Patient tracking received a tracking form in the mail reporting a catheter replacement due to a failed dye study. The original catheter was left in the patient's body. Additional follow up communication confirmed that the dye study failed because the catheter was unable to be aspirated. No patient symptoms were known.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was not returned for additional evaluation and investigation. As additional investigation was not performed, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).